Event description:
On (B)(6) 2013 customer states via phone that during a cystogram with stent placement the fluoro failed. Staff was able to complete the procedure by moving the patient to another room and using a c-arm. No patient details are available. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and confirmed the unit was able to take spot/rad shots but would not flouro. Fse found inside the tower side covers, the switch on the x-ray interface board was flipped up. Fse shut off the table power, reset the switch to down, cycled power and the flouro operations were fully functional. Fse tested the unit as per service checklist (B)(4) and the unit passed all service tests. The unit was returned to customer for full service.